Event description:
It was reported that: manta device would not advance through the hemostasis valve. Immediate hemostasis with second device. Additional information on the 23mar2023: during a tavr procedure on the (B)(6) 2023, there were no issues advancing or withdrawing procedural sheaths but there was reportedly severe resistance when attempting to advance the bypass tube and this caused it to buckle. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. Buckling and bending occurred to the bypass tube when met with resistance. The first 18f manta device and sheath were removed from the guidewire and a second 18f manta device and sheath were opened and deployed. The second 18f manta device was successfully deployed, and the patient outcome post-procedure was fine; the patient experienced no harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta device would not advance through the hemostasis valve. Immediate hemostasis with second device. Additional information on the 23mar2023: during a tavr procedure on the (B)(6) 2023, there were no issues advancing or withdrawing procedural sheaths but there was reportedly severe resistance when attempting to advance the bypass tube and this caused it to buckle. The patient was reported as fine post the procedure.